Manufacturer narrative:
The customer reported that during surgery the system had the laser shut down after pushing the footswitch. No patient harm was noted. The company service representative examined the system and confirmed the reported event. The footswitch was rusted due to balanced salt solution (bss) causing the laser mode to change from ready to standby. The footswitch was replaced. The system was then tested and met all product specifications. The system was manufactured on august 14, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to bss fluid ingress which is unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser shut down on its own when the foot pedal was depressed. The case was completed as planned using an alternate laser. There was no patient harm confirmed. Additional information was requested and received.